Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed using the naked eye and noted fluid inside a bag that contained the unit. When the unit was removed from the bag, the cause of leak inside the bag was found to be untightened blue winged cap. The blue cap is securely connected to the device and a functional leak test was performed, and no issues were noted. Based on the sample analysis finding, the folfusor unit was determined to be conforming product because no evidence of leak was found during the functional leak test. The reported condition was not verified. The cause of the condition could not be determined; however, the most probable cause was due to a user error by not tightening the blue winged cap. The product labelling, instructions for use indicates the winged cap should be securely connected to the flow restrictor after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking coming from an unknown location. This was observed during the initial check prior to dispensing and the leak was contained in the over pouch. The device had been filled with fluorouracil 3200mg in dextrose 5% in water. There was no patient involvement. No additional information is available.